Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be confirmed. The software was found to be corrupted and this was due to an incomplete software upgrade attempt. This issue was found to be user error. Correctly installing the require software resolved the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited red screen during software upgrade. No adverse effects were reported.